Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the glenoid trail showed evidence of fracture at the peg. Root cause of the event was most likely attributed to bending overload; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a shoulder arthroplasty procedure on (B)(6) 2015. During the procedure, the peg on the glenoid trial fractured off when the surgeon removed the item from the wound. The fractured piece was retrieved from patient. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent a shoulder arthroplasty procedure on an unknown date. During the procedure, the peg on the glenoid trial fractured off when the surgeon removed the item from the wound. The fractured piece was retrieved from patient. No further information has been provided.